Event description:
According to the implant summary card received back from the user facility. The card notates previously implanted ¿cryolife¿ tissue was explanted (B)(6), 2022. According to the implant summary database, this patient had sgpv00 sid (B)(6) implanted (B)(6), 2011. This investigation is relegated to spv00 sid (B)(6). Multiple attempts for additional information have gone unmet.

Manufacturer narrative:
An implant summary card for sgpv00 sid (B)(6) was returned from the user facility notating a previously implanted ¿cryolife¿ tissue was explanted. The patient has an existing tissue with artivion. This investigation is relegated to spv00 sid (B)(6) dn 95535. The product will not be returned. A review of the information was performed, and it was confirmed that all records were controlled, available for review, and met all specifications. No findings were identified that could have contributed to the reported event. A review of the available information was performed. Per the implant summary database, the homograft associated with this file was implanted into a 10- year-old male on (B)(6) 2011 and explanted approximately 10 years postoperative and replaced with another sgpv homograft on (B)(6) 2022. Per the database, the homograft was used as a pulmonary valve. The reason for the explant is unknown currently. Anecdotally, additional information from our database indicates this same patient received another homograft (av00) on (B)(6) 2001 at the age of approximately 6 months old. All implants were performed at the same hospital. No additional information forthcoming. There is limited information available regarding the event, including but not limited to patient demographics, preoperative diagnoses, past medical history, indication for surgery, or the reason for the reported explant 10 years post-operative. Given the information available in our database, it appears this patient is under treatment for congenital heart disease of unknown etiology to us at present. No tissue sample was returned for evaluation and there is insufficient information to determine a root cause of the reported explant 10 years post-operative. Recurrent cardiac intervention is a known and well-established event for patients presenting with congenital heart disease, and is not an unexpected event, and most likely not specifically related to the homograft valve related to this file. No further action is necessary. The sg cryopreserved human tissue a/dfmea and sg cryopreserved human tissue pfmea were reviewed. The reported event is addressed. The reported event will continue to be monitored for trends. No updates to the rmf are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. Based on the available information, a definitive root cause for this event cannot be determined. Additionally, without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued. The processing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, no further action is warranted at this time. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.